Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the gas delivery system(gds) needed to be replaced to return the device to working condition. The fse replaced the gds to resolve the reported issue. The device passed performance verification testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. The removed gds was returned to the failure investigation lab (fi). The fi technician installed the gds into a fi ventilator to duplicate the reported issue. During the unit testing, the fi technician identified that a out of spec u7 on the data acquisition pcba created the proximal pressure sensor failure.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported to philips that the device had a machine pressure sensor error code. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.